Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an osteotomy operation for upper/lower jaw bones was performed on (B)(6) 2014. During a follow up appointment six months later, it was discovered that the implanted plate and screw were not fitting to the upper jaw bone. The surgeon suspects the taper shape of the self-drilling screw tip might be the cause of the failure. The surgeon is taking a wait-and-see approach since this does not impact the patient's daily life. If reunion is not completed in the future, a revision operation might take place to fix the affected part again. This report is for one unknown screw. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to a device marketed in the u.s. Device history review: manufacturing location: (B)(4)- manufacturing date: october 14, 2013 - expiry date: october 1, 2023. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one unknown screw. Device has not been explanted. Device remains in the patient and is not available for return. Unknown as no part or lot numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.